Event description:
It was reported that after inserting the device into the microcatheter several times the hydrophylic coating was removed. No other information was provided. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review found that the device met all material, assembly and performance specifications. The device was noted to be kinked 162cm from the proximal end. Visual inspection of the returned device revealed the polytetrafluoroethylene (ptfe) coating was missing from a region between 37cm and 42cm from the proximal end. The ptfe coating was partially peeled away from the stainless steel core wire and markings were evident from the torque device brass collett. From the condition of the device it appeared that the torque device had been dragged down the proximal section of the device. The directions for use specifically instructs that insufficient tightening down of the torque device can lead to ptfe peeling, the cause of this observed damage is considered use related. Examination of the distal end did not reveal any abnormalities or any evidence of peeling/flaking in the coating. The hydrophilic coating was checked with wetted fingers and was confirmed to be present on the device. No other anomalies were noted to the device. The reported event of damage to the hydrophilic coating was not confirmed.

Event description:
It was reported that after inserting the device into the microcatheter several times the hydrophyllic coating was removed. No other information was provided. There was no reported clinical consequence to the patient.